Event description:
New information on (B)(6) 2014 indicates the device continues to exhibit oversensing with pacing pause. The device remained implanted.

Event description:
It was reported that the pulse generator exhibited over sensing.